Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would be related to rough handling during shipment of this product to the customer.

Event description:
The device fell through package. There was no adverse consequence for thepatient.